Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("chronic, abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraines"), headache ("other injuries/symptoms: headaches,") and nausea ("other injuries/symptoms: nausea") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hyst. (Partial) [interpreted as partial hysterectomy]). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine, headache, nausea and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received case becomes incident. Previously reported event injury nos was removed. New events pain: dyspareunia (painful sexual intercourse), chronic, pelvic/abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), other injuries/symptoms: fatigue, hair loss, migraines, headaches, nausea, weight gain and essure confirmation test not done were added. Essure removal and indication were added. Patient date of birth was added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: current weight 140 lbs. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), nausea ("other injuries/symptoms: nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In october 2010, the patient experienced fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and migraine ("other injuries/symptoms: migraines") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced abdominal pain ("chronic, abdominal pain"), back pain ("back pain") and headache ("other injuries/symptoms: headaches,"). The patient was treated with surgery (B)(6) 2011- hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, alopecia, migraine, headache, nausea, weight increased and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion it appears that the fallopian tubes are occluded but neither is optimally positioned, especially the one on the left.. Pathology test - on (B)(6) 2011: uterus, total laparoscopic hysterectomy. Chronic cervicitis. Secretory phase endometrium. Superficial adenomyosis. Pre-operative diagnosis and post-operative diagnosis adenomyosis, dysmenorrhea, dyspareunia specimen(s) received uterus with or without tubes/ovaries. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new events: abnormal bleeding (vaginal), event outcome and event onset date were added. Lab data and reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.